Event description:
Per the clinic, the patient experienced tissue overgrowth, inflammation and recurrent infections at the abutment site. Subsequently, the patient was treated with antibiotics (specific date, type and duration not reported). The patient was placed under general anesthesia on (B)(6) 2025, in order to remove the abutment and place a cover screw on the internal fixture. Additional information has been requested but has not been made available as of the date of this report.